Event description:
It was reported that: a pt was being placed on unit. The pt was in continuous mandatory ventilation mode, tidal volume of 500, sat rate of 14. There was cascading of alarms, including apnea and peep valve inop. Machine was not cycling. Pt was removed from unit, bagged, and placed on another ventilator. There was no pt injury.